Event description:
It was reported that this ambicor penile prosthesis (app) was not performing as expected due to a malfunction in the device. The app was explanted and replaced. There were no patient complications reported.